Event description:
The customer reported that there was a low ma error. The xray will not penetrate.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep hi voltage cable did not allow filament calibration. The hi voltage cable was replaced then the filament and generator calibration was performed per service manual. The system performed as intended.